Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure the mega suturecut needle driver instrument had a broken cable. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm due to this event. Images of the device are not available for review.